Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Patient has been implanted with two drg leads of the same lot number. It was reported that the patient was experiencing pain and left foot numbness. It was noted that pain had started approximately 1 week prior. Troubleshooting was done to aid stimulation therapy, however stimulation was turned off. Patient is working with physician to determine the next course of action. No further information has been received.

Event description:
Additional information received indicated that the patient was reprogrammed, resolving the left foot pain and numbness issue.